Event description:
It was reported by service report that the head left siderail would not raise or lower or lock. It was further reported that the power cord was damaged and needed to be replaced. Additionally, the motion interrupt pan was not installed correctly. No adverse consequences have been reported.

Manufacturer narrative:
Result: motion interrupt pan, broken timing link.